Event description:
It was reported that this cardiac resynchronization therapy defibrillator was beeping following explant post-mortem. No allegations were made against the device in regard to the patient's passing but a patient advocate reported that, while alive, the patient noted that he had issues with the device, which he believed was malfunctioning. No issues were previously reported regarding this device. The advocate was referred to the patient's doctor.